Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 years since the subject device was manufactured. Based on the results of the investigation, the venting connector leaked, likely resulting in an abormality of electrical components. However, a definitive root cause could not be determined. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to deformation of scope connector cover unit, water tightness was lost. The venting valve was leaking. Switch 1 and switch 4 had wear. Switch box had a scratch. The universal cord had wear. Due to damage on the charge-coupled device (ccd) unit, a noise image occurred during angulation in the up/down directions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope produced no image when using angulation. The issue was found during preparation for use of a bronchial examination. The customer was not under sedation at the time of malfunction. The intended procedure was completed using a similar device. There were no reports of patient harm.